Event description:
It was reported that the customer had high blood glucose levels of over 500 mg/dl. It was reported that the customer treated with manual insulin injections. The customer reported having issues with the sensor glucose levels reading being different from the blood glucose levels reading. The customer reported that the insulin pump indicated a sensor glucose reading of 36 mg/dl where the actual blood glucose level was well over 500 mg/dl. Troubleshooting was done. The customer also reported being hospitalized for clogged arteries. It was also reported that the insulin pump was programmed to be silent for all alarms. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site per variance 5.